Manufacturer narrative:
A3 and a4 were not provided. It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. The cause of death is unknown. The device functioned as intended. An autopsy was not performed. No additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. Furthermore, although the pump serial number was not provided, the account communicated that the pump functioned as intended. An autopsy was not performed, and the device was not explanted for evaluation. The customer communicated that no additional information will be provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.